Event description:
Procedure hemihepatectomy with endo gia. After firing of the loading unit, the loading unit could not be opened any more. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage or loss, no change of procedure, no part fell into cavity, no reinforcement material used.

Manufacturer narrative:
(B)94). Intial report sent on 2/18/2015.

Manufacturer narrative:
(B)(4).